Event description:
Identified potential for burn injury related to user reaching into drawer of exam table which contains heating/warming element for warming vaginal special ums. Identified now because engineer reported that numerous tables have had heating feature disconnected over time due to complaints of minor burn for users. "Caution sticker" is not adequate guard, - surface of heater is 220 degree. MFR states design is approved to ul standards.